Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by an arthrex employee via email that an ar-8923bc biocomposite pushlock shaft broke while inserting the anchor. All broken pieces were removed from inside the patient. Case was completed using another ar-8923bc biocomposite pushlock. This was discovered during an atfl repair on (B)(6) 2023.

Manufacturer narrative:
Complaint is confirmed. Visual evaluation noted that the returned device was broken at the welding area of the base of the shaft. The broken metal pieces or implants were not returned for investigation. The most probable cause of this condition is that the base was hit at the wrong angle and caused the welding area to break. Most likely cause is attributed to misuse due to user error.